Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The field service engineer (fse) found that the device¿s touchscreen froze during the use on a patient. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported. The manufacturer's field service engineer (fse) was dispatched to the site, and confirmed reported problem. The customer was informed to replace the touchscreen. The customer replaced the touchscreen to resolve reported problem, and brought the device back into working condition.